Event description:
Customer reported that the device would charge at lower energy levels, but would not reach full charge on higher settings. The device would reach 100j after a very long time, but fail to charge to 360j. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance for trouble shooting the issue and repair device. Follow up with the biomed, found that customer chose not to repair the device due to costs. The device has been taken out of service and customer will purchase a replacement defibrillator. The root cause of the issue is unknown.